Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient went to the hospital for further evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2012 - reuse. Electrode belt (B)(4): (B)(6) 2010 - reuse. Additional inappropriate defibrillation narrrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Atrial flutter with rapid ventricular response at 160bpm contributed to the false detection. A review of the downloaded patient flag data revealed that the response buttons were pressed following the treatment. The patient was admitted to the hospital for further evaluation.